Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system sticks outside the dial cap after use. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement was sent.